Event description:
Additional info received from patient rep in regards to the issue previously reported. They stated that they received the dtc replacement , but the issue was still persistent. They reset the 37751 again on the call but the screen was still blank and was still beeping. They repeated same information in regards to the device being hot to the touch, they did not have a patient programmer to check the battery level of the implant. The troubleshooting steps that were taken did not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger product ID 37751 lot# serial# (B)(6) : product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that issues were observed with a deep brain stimulation implantable pulse generator (ipg) external charging system. The specific allegations included a loose connector pin, a charger cord not working at all, the charger making a beeping noise, the desktop charger black cord being very loose and the recharger not turning on, and the recharging antenna becoming very hot. The patient was at a rehabilitation facility at the time of the event. The patient's representative and caregiver reviewed the equipment, confirmed the green light on the desktop charger when plugged into the outlet, and noted that the desktop charger black cord was very loose and the recharger would not turn on. No beeping was heard during the troubleshooting call. The issue was not resolved through troubleshooting, and a replacement request for the desktop charger was sent to the repair department. The patient's representative planned to follow up to verify if the replacement resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3. Analysis of recharger (serial no # (B)(6)) found " it won't charge from a known good power supply". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of desktop charger ( serial no # (B)(6) ) found " cable assembly has frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.